Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle lot information was missing on the shelf carton. The following information was provided by the initial reporter: "lot not in a position". Based on the pictures provided by the customer, the lot information is missing on one of the shelf cartons.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle lot information was missing on the shelf carton. The following information was provided by the initial reporter: "lot not in a position" based on the pictures provided by the customer, the lot information is missing on one of the shelf cartons.

Manufacturer narrative:
H6: investigation summary: customer returned several images of shelf cartons for 0.5ml, 31 gauge, 6mm syringes from lot 0329175. One of the shelf cartons features the lot and manufacturing information printed on the upper right side of the front face of the shelf carton as opposed to the same position on its rear face. A review of the device history record was completed for batch #0329175. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a packaging misprint. A definitive root cause cannot be determined. H3 other text : see h10.